Event description:
It was further reported that the ra lead exhibited a no-capture condition and lead noise. In addition, the right ventricular (rv) lead showed marginally high thresholds. The ra and rv leads were capped and replaced. It was further reported that the physician had planned to replace the ra lead only, though due to probable left-sided subclavian venous occlusion, it was decided to implant an entire new system on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: vedr01 ipg, implanted: 2012-(B)(6). (B)(4).